Manufacturer narrative:
Continued additional phone number(s): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "implant completely destructured". Visual analysis of the photographs identified: ¿ device appearance: multiple bilateral simple cysts, signs of bilateral intracapsular rupture, unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side "implant completely destructured." MRI reported "multiple bilateral simple cysts" not device related and "signs of ... Intracapsular rupture." Device was explanted and replaced.

Event description:
Additionally, "periprosthetic capsule with marked fibrosis¿. Baker grade unknown, and ¿chronic giant cell inflammation foreign body type¿ was reported.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified, device appearance: multiple bilateral simple cysts. Signs of bilateral intracapsular rupture: unable to observe, since it is not related to the device. No additional observations were carried out. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported capsular contracture baker grade IV.